Event description:
It was reported that the patient has rejuvenate implant and displayed elevated cobalt levels. Surgeon revised and replaced with exeter.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding elevated cobalt involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cobalt is considered to be under the scope of this recall.

Event description:
It was reported that the patient has rejuvenate implant and displayed elevated cobalt levels. Surgeon revised and replaced with exeter.